Manufacturer narrative:
The customer reported that there was a delay in testing patient sample(s) on (B)(6) 2019 since two dimension vista instruments at the customer's site malfunctioned. There was a jammed sample rack in the instrument and the instrument produced sample rack transfer errors. A siemens technical application center (tac) specialist remotely assisted the customer and the customer cleared the jam. Shortly after clearing the initial jam, the customer reported that another rack was jammed at the sample rack server area. The tac advised the customer to clean the sample rack area, realign the sample rack, and repeat the samples. Cleaning the sample rack area resolved the issue and the customer able to process samples. Siemens determined that inadequate cleaning of the sample server area contributed to the jammed sample rack, which caused the delay in testing patient samples. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00367 was filed for the alternate dimension vista 500 instrument (sn (B)(4)).

Event description:
The customer reported that there was a delay of approximately 3 hours in testing patient samples because two dimension vista 500 instruments malfunctioned. The customer indicated that the stat samples were impacted due to this issue but did not send the samples to an alternate facility for testing. There are no known reports of patient intervention or adverse health consequences due to the delay in testing patient samples.